Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient attempted suicide due to paranoia with electromagnetic interference (emi) with the device. The patient has a history of psychosomatic symptoms prior to dbs. The patient jumped off a 3-story building and suffered multiple fractures but is expected to recover. The patient was admitted to hospital is undergoing care.